Event description:
A customer contacted beckman coulter regarding erroneously high plt result from a single pt generated by the coulter act 5diff analyzer. The plt result was 196 x 10 to the power of 3 cells/ul. The customer indicated the sample was re-tested for plt and the result was 166 x 10 to the power of 3 cells/ul. No info was provided why the sample was retested. The result was printed with instrument generated flag "r", indicating results should be reviewed. The customer indicated the sample was tested using a manual count method and the result was 30 x 10 to the power of 3 cells/ul. The customer indicated that another sample was collected from the pt via a fingerstick method and tested for plt. The plt result generated by the act 5 diff analyzer was 83 x 10 to the power of 3 cells/ul with an instrument "r" flag indicating results should be reviewed. The plt result obtained by manual count was 29 x 10 to the power of 3 cells/ul. The customer indicated that has been no report of pt injury or change to pt treatment that can be attributed to this event.

Manufacturer narrative:
The customer indicated the qc was within specification before and after the event. Qc is ran every 8 hrs. Service history: (post event). A field service engineer (fse) was sent to the customer lab the next day after the event. The fse inspected the instrument and performed flow checks and adjustments. The fse verified system operation per established procedures. The fse indicated that the results were within specifications. A malfunction will be assumed for this report. The root cause for this event is unk and unknowable.